Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during the procedure, the tacks were coming undone from the mesh and the mesh was popping back up. The procedure was finished using a different type of tacking device.